Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting motor error and was not able to rewind pump. The customer was assisted with the leak. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir and pump will be replaced.

Manufacturer narrative:
Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to detached/missing end cap. The motor was tested outside of the device and passed. No moisture damage on electronics and motor assembly noted.